Manufacturer narrative:
The biomedical engineer troubleshot this reported fault with gehc technical support, the flow sensor was recommended for replacement. The flow sensor was replaced, and the unit was returned to service.

Event description:
The hospital reported the unit alarmed during a case and lost the ability to mechanically ventilate. The patient was manually ventilated. There was no report of patient injury.